Event description:
During a dialysis treatment, there was an external blood leak at the arterial end of the dialyzer. The dialyzer was changed and the treatment resumed. There was no pt injury or medical intervention.

Manufacturer narrative:
Affected product was discarded by facility and therefore, is unavailable for analysis. Without affected product, it is difficult to determine exact cause of reported problem. Hazard to pt safety of an external blood leak is directly related to volume of blood loss and pt's current or past clinical history. Based on retrospective review of external blood leak complaints, there is a low likelihood that loss of extracorporeal blood circut will result in an injury. In addition, blood loss is minimal. Operators are adviced of possiblity of blood leaks in "directions for use." Procedure stated in "instructions for use" is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carriers and operator to "handle with care." Without affected prodect for investigation, it is difficult for MFR to determine exact nature of reported problem. However, MFR will continue to monitor and trend. No further reporting is anticipated. A review of device history records for reported lot indicated that lot was mfg according to MFR's specifications. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No. Report attached: no.